Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that while ablating they noticed that the patient¿s blood pressure started to drop. Using ultrasound, they saw a pericardial effusion. A pericardiocentesis was performed and the fluid was dark red and 250cc was extracted. The patient was stabilized, and the procedure was finished. The carto serial number is (B)(4), pump (B)(4), generator (B)(4). The hardware worked within specifications, and they do not want it examined. The catheters were disposed of and the lot and serial numbers are unknown. Catheters used 10438577, d134805, d7r20p14ct, and d128211. The physician¿s opinion on the cause of this adverse event is that it was the procedure. The patient outcome of the adverse event is unchanged from the last known update which was that the patient was stable. A transseptal puncture was performed with a baylis needle. There was no known steam pop. An irrigated catheter was used in the event, standard flow settings were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector,and visitag force visualization features were used. The parameters for stability were used were standard surpoint. Surpoint additional filter was used with the visitag. Surpoint index color option was used prospectively. Packaging was thrown away at beginning of procedure so no information available on thermocool. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.